Event description:
Patient death was caused by an mi. Mi and death occurred the same day.

Event description:
During the index procedure the patient had two complete se sfa stents implanted in the left sfa. It is reported that approximately 35 months post index procedure the patient expired. The cause of death is unknown. Investigator has assessed that the event is not related to the device. Complete se sfa is under investigation pursuant to an ide. The device is currently approved in the u.s. With an iliac and biliary indication.

Manufacturer narrative:
Results, conclusion: myocardial infarction. (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).